Manufacturer narrative:
Getinge rep visited the customer site to investigate the problem vials. Customer could not locate the 2 vials that had dried up. All other vials received from that lot were ok. Labeling on the product instructs the user to observe the ampule through the window provided and to not use if the ampule is dry or discolored. Customer stated that they did not look at the ampule prior to processing the vial. It was unable to determine when the media ampule breakage occurred. It is possible for ampules to break during handling although the occurrence is not frequent. Customer will add inspection to policy and notify getinge if problem continues. There was no evidence to support the statement regarding missing strips. No details were able to be obtained about this alleged problem.